Event description:
Subsequent to the initial filed report, the following information was received: there was an issue with the gripper lever and not the gripper arms. The gripper lever was rigid and not fluid. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported gripper lever issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while actuating both grippers there were issues dropping the gripper; they were rigid and not fluid. Troubleshooting was performed per the IFU and the clip was eventually deployed. Two clips were implanted, reducing mr to 2-3. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.